Manufacturer narrative:
Attempts were made to obtain the product return; however, no indication of return was noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead noted high threshold measurements due to lead movement. As a result, the lead was explanted and replaced. No adverse patient effects were reported.